Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity drug eluting stent to treat a lesion located in the proximal diagonal. It was reported that the stent could not cross the lesion and became deformed. No patient injury reported.